Event description:
Vague pump report rec'd; pump reported as "infuses too much volume." No incident or clinical info available at time of this report. Should additional info become available, a f/u MDR will be sent.